Event description:
It was reported that the anesthesia system failed the system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that the equipment did not pass the system check out due to errors in the o2 supply pressure measuring. Our company field service engineer investigated the anesthesia system at the hospital. The investigation concluded that it was a defective fresh gas o2 module that caused the reported system check out failure. The fresh gas oxygen module was replaced and the anesthesia system was cleared for clinical use after successful testing. The received log confirms the reported issue. The log contains two sub tests failures showing that the fresh gas o2 module was defective. The replaced fresh gas o2 module has not been returned for investigation and apart from that the gas module was faulty, the true cause of the event cannot be determined.